Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider advised tbm that when the patient sat in the chair the seat would lean forward causing a potential for the patient to fall out because two of the four bolts that secure the swivel mechanism to the bottom of the seat were missing.